Manufacturer narrative:
The review of the returned complaint sample did not reveal any manufacturing defects or root causes which would have contributed to the complaint as reported, breakage of the fiber. It is acknowledged that each holmium fiber unit is subject to 100% inspection which includes a verification for physical defects as well as power transmission testing with a holmium laser. It is acknowledged the rfid verification revealed the fiber was released operating as intended within performance specification. No reports of injury or patient outcome complications were received by dmta due to this reported complaint. Upon review of the returned fiber, it was noted the fiber coating appeared to have stretched prior to breakage. This stretching of the blue coating of the fiber is typically seen from a mechanical force placed on the fiber unit. It is acknowledged that laser fibers are fragile and must be handled with care as instructed in the dornier holmium fiber IFU.

Event description:
Complaint information was received for a holmium fiber which was identified to have broke. No reports of injury or patient complication were reported to dornier medtech america due to this product complaint.